Manufacturer narrative:
This event was originally reported via remedial action exemption, see report #(B)(4). This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was ruptured, and b reached due to bi/multi-lumen tubing voids while in vivo.

Event description:
The lead was returned to the manufacturer after being explanted due to a fracture and short v-v intervals. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.